Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
The patient was doing well and the bone was healed. The patient came back later for control the plate was broken. There's no infection or other harm to the patient. Revision surgery planned (B)(6) 2022 to remove broken plate.

Manufacturer narrative:
Investigation concluded that the devices met all specifications and did not malfunction as the bone was fully healed. No root cause could be established for the breaking of the plates.

Event description:
The patient was doing well and the bone was healed. The patient came back later for control the plate was broken. There's no infection or other harm to the patient. Revision surgery planned for (B)(6) 2022 to remove broken plate.